Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoded alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. There was no cosmetic damage on the insulin pump. (B)(4).

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer was doing a bolus attempt when the motor error message occurred. Customer blood glucose reading was 120 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Motor position encoded alarm had occurred in the last 30 days. Customer was advised to discontinue use of the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.